Event description:
Boston scientific crm received information that this dextrus right ventricular lead exhibited impedances up 1450 ohms. During a device replacement procedure, the lead also exhibited non-capture at 5v during testing. The lead was explanted and successfully replaced by a new lead.